Manufacturer narrative:
According to the field, the lv lead was disposed of at the hospital and will not be available for return back to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was causing the patient to experience phrenic nerve stimulation which could not be successfully managed through reprogramming. Surgical intervention was performed and the lv lead was explanted and replaced. No additional adverse patient effects were reported.